Event description:
It was reported that the customer received multiple occlusion alarms. The customer cleared the alarm and resumed insulin delivery without issue. There was no reported impact to the customer's blood glucose level. Reportedly, the customer used supplies for 3-4 days.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog has been tested for up to 48 hours. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.